Manufacturer narrative:
A secondary MDR was reported under 2124215-2025-62720 as there are two products associated with the same event/patient. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that during removal, resistance was encountered between the stent delivery system and the guidewire. An 8.0-21 mm carotid wallstent and a filterwire ez embolic protection system were selected for use. The treatment area involved the internal and common carotid arteries. The stent was successfully implanted. During removal, resistance was encountered between the stent delivery system and the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. No patient complications were reported.